Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va1vaff, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated loss of symptom relief. The device was checked, impedance was checked and it was reprogrammed, but did not help. Upon viewing x-ray in or, appears lead migrated downward. The lead was replaced on (B)(6) 2020. No further complications were reported.